Manufacturer narrative:
Continuation of d10: phenom 27 microcatheter, product ID fg15150-0615-1s (lot: 229010403);  medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline flex with shield technology stent was delivered to the ipsilateral m1 segment. Upon exposing approximately 7¿8 mm of the stent¿s tip and waiting for about 10 seconds, the tip failed to open. The operator proceeded to deploy the stent about 12 mm, but the tip remained unopened. Attempts were made to retrieve and redeploy the stent, including maneuvers such as shaking and push-pull; however, the tip still did not open. Further adjustments of phenom 27 microcatheter tension were performed, but the tip remained unopened. Consequently, the stent was removed from the body. The stent and microcatheter were replaced with medtronic products to complete the procedure. No patient symptoms or complications were associated with this event. The patient was undergoing dense mesh flow diversion surgery for treatment of an unruptured, saccular, left middle cerebral artery a neurysm with a max diameter of 4 mm and a 3 mm neck diameter. The landing zone arterial diameter was 2 mm distally and 2.6 mm proximally. It was noted the patient's vessel tortuosity was severe. Femoral artery access vessel diameter was 6 mm. Dual antiplatelet tre atment (dapt) was administered. The angiographic result post procedure was reported as intracranial aneurysm. The reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU). The pipeline was used for an approved indication (on-label). Ancillary devices included: navien intracranial support catheter.